Manufacturer narrative:
Block b3: date of event was approximated to 09/01/2021 as the event date is unknown. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Component code g07001 captures the bands and ligator housing teeth components. Block h10: investigation results: one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with no bands attached to it. The trip wire was not secured in the handle slot and the slack was not taken up correctly. It was also observed that the suture was intact and it was attached to the distal trip wire loop. Microscopic examination was performed and it was found that the ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. A photo of the device pouch with label was reviewed and no problems were noted with the pouch. Based on the condition of the returned device, the report of bands unable to deploy was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Per the speedband superview super 7 IFU when preparing the device the following steps must completed: "take up slack by pulling proximal end of trip wire on handle unit" (step 4 in preparation section) and "secure trip wire in slot on handle unit" (step 8 in preparation section). The visual evaluation of the returned device identified that the trip wire was not secured in the handle slot and the slack was not correctly taken up. Failure to follow preparation steps could have caused the trip wire to slip through the handle assembly and can cause more tension on the device, bending the ligator head teeth and affecting the bands deployment activity. Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems with the device can be traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a digestive hemorrhage of esophageal varices procedure performed on an unknown date. During the procedure, the device fired only the first two bands and then "crashed". It was reported that the device was difficult to removed as the bands were firmly in place. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a digestive hemorrhage of esophageal varices procedure performed on an unknown date. During the procedure, the device fired only the first two bands and then "crashed". It was reported that the device was difficult to removed as the bands were firmly in place. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device there were no patient complications reported as a result of this event.